Event description:
It was reported that the love-kerrison rongeur was being used during a spinal fusion procedure and it fell apart. There was no pt injury reported. No further info was available. Visual inspection upon receipt found the top rail of the love-kerrison was not assembled to the body of the instrument. The device was received to two pieces. The instrument had no missing parts.